Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the system and could find no issues with the arm and no related errors. No parts were replaced. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 rotated itself in a wrong way. The customer power cycled the system twice to resolve the issue. The tse could not find any related error in the logs. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: ports were placed and there was no injury to the patient.